Manufacturer narrative:
(B)(6).

Event description:
The customer reported that he "requires a price for the speaker. The original one is not working." No death or patient /user injury or harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.